Event description:
It was reported the customer was hospitalized last (B)(6) 2014 due to high blood glucose. Customer's blood glucose was 467 mg/dl. Customer stated that he treated multiple times with the insulin pump and but did not bring down blood glucose. Customer stated it was discovered that he had pneumonia when he was in the hospital. Customer had diabetes ketoacidosis and was treated with intravenous and insulin drip. Customer requested for insulin pump replacement due to he is not comfortable with this insulin pump. No further information provided.

Manufacturer narrative:
Insulin pump was received with normal operating currents and no unexpected off/no power or low battery alarm noted. Insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and no delivery tests. Insulin pump had minor scratched liquid crystal display window and cracked reservoir tube lip.